Event description:
It was reported by service report that the fowler will not raise on the stretcher. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler.